Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. The rse along with the customer performed troubleshooting and found the issue with power supply. Considering, the rse suggested the customer on replacing the power supply. However, the customer declined further support from philips. Therefore, no resolution service was performed by the philips. The codes were updated based on the investigation outcome.